Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight (B)(6). Concomitant products included ascorbic acid; cupric oxide; cyanocobalamin; ergocalciferol; ferrous fumarate; folic acid; nicotinamide; pyridoxine hydrochloride; retinol;riboflavin; sodium fluoride; thiamine mononitrate; tocopheryl acetate; zinc oxide (goody) since 2008, ethinylestradiol; norelgestromin (ortho evra) from 2004 to 2007 and ranitidine since 2008. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and arthralgia ("joint pain"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). In (B)(6) 2008, the patient experienced nausea ("nausea") and dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection."), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neurological condition/problems"), visual impairment ("vision problems"), allergy to metals ("allergy: nickel"), migraine ("migraines/headaches") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, vaginal infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, allergy to metals, vaginal haemorrhage, dysgeusia, migraine, dyspareunia, dyspepsia, abdominal pain upper, arthralgia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram in november 2007: total bilateral occlusion. Imaging procedure on (B)(6) 2007: essure confirmation test (unspecified): results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events vaginal bleeding, metal taste in mouth, migraines, dyspareunia, fatigue, heartburn, stomach pain, joint pain, lower abdomen pain were added. Event's onset date, reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity. Current weight 155 lbs. Concomitant products included ranitidine since 2008, goody's (acetylsalicylic acid;caffeine;paracetamol) since 2008 and ortho evra (ethinylestradiol;norelgestromin) from 2004 to 2007. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007 she experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and arthralgia ("joint pain"). In (B)(6) 2007 she experienced fatigue ("fatigue") and dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). In (B)(6) 2008 she experienced nausea ("nausea") and dyspepsia ("gastrointestinal or digestive system condition type: heartburn"). Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection."), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neurological condition/problems"), visual impairment ("vision problems"), allergy to metals ("allergy: nickel"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdominal pain"), menometrorrhagia ("menometrorrhagia") and adenomyosis ("uterus adenomyosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and to remove essure). At the time of the report, the outcomes for heavy menstrual bleeding, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, vaginal infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, allergy to metals, vaginal haemorrhage, dysgeusia, migraine, dyspareunia, dyspepsia, abdominal pain upper, arthralgia, abdominal pain lower and menometrorrhagia were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, allergy to metals, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, menometrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2007 (discrepancy noted as per pif), (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.29 kg/sqm. [Hysterosalpingogram] in (B)(6) 2007: total bilateral occlusion [imaging procedure] on (B)(6) 2007: essure confirmation test (unspecified) : results not provided. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 12-dec-2023: new events adenomyosis, menometrorrhagia were added. Essure removal date & surgery details updated. Annex f codes updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.